Event description:
It was reported an activation arm became fractured from the distractor following approximately 6 weeks of implantation. The distractor was removed and replaced.

Manufacturer narrative:
Possible lot number identified - 33592678.